Event description:
Customer reported that the insulin pump was dropped in the toilet. Blood glucose value is 59 mg/dl; treated by drinking orange juice. Customer stated that there is fluid under the screen. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly passed, displacement and self test, however moisture damage was found on keypad traces. Moisture damage was found on electronic and motor assembly. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. Moisture damage was found on electronic and motor assembly.